Event description:
Edwards received information through its implant patient registry that a 31mm mitral bioprosthetic valve, implanted one (1) month and twenty-six (26) days, was explanted due to unknown reasons and replaced with a 27mm model 7300tfx mitral valve.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device is not available for return and evaluation because it has been discarded by the hospital. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.